Event description:
According to distributor's report, the customer reported that after using soothe-n-seal liquid protectant on a mouth ulcer customer thought the pores had became blocked. The customer had used the product for two days then noticed customer's mouth was irritated. Customer used the product at night and by morning it was gone. User states that the ulcer developed pus and that customer was told customer might need surgery to correct. Customer does not think customer is hypersensitive to cyanoacrylates. Customer went to a dentist and then to an oral surgeon and since treatment customer is doing well.